Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was in the 200-300 mg/dl range. The customer changed the cartridge and infusion set. The customer thought that the infusion site was a possible cause of the occlusion. However, as the customer had changed the supplies prior to contacting tandem technical support, a system check to confirm if the site was the cause was unable to be performed.